Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effects of stenosis and myocardial infarction are listed in the xience sierra everolimus eluting coronary stent systems instructions for use as known patient effects of coronary procedures. A conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
Patient ID: (B)(6). It was reported that on (B)(6) 2019 the 3.25x23 mm xience sierra stent was implanted in the ramus coronary artery. On (B)(6) 2020 the patient was at the emergency room with a non st elevation myocardial infarction due to in-stent restenosis of the xience stent. The stent was revascularized on (B)(6) 2020. The condition resolved on (B)(6) 2020. No additional information was provided.